Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the pump shut down as if there was no power. The reporter reviewed the event log and "it looked like power cable was taken in and out, but that was not the case". The reporter suspects the issue was due to a problem with the rechargeable battery. No injury was reported.